Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain right side, left side'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, uterine dilation and curettage and ovarian cystectomy. Concurrent conditions included overweight, endometriosis, genital bleeding, dysfunctional uterine bleeding, gastritis and dermatofibroma. Concomitant products included ascorbic acid, citalopram and omeprazole (protonix). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), feeling abnormal ("neurological conditions or problems type: brain fog") and memory impairment ("memory impairment"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: white tracers in line of sight"). In (B)(6) 2017, the patient experienced arthralgia ("joint pain") and insomnia ("insomnia"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and vulvovaginal mycotic infection ("yeast infections"). On an unknown date, the patient experienced ovarian cyst ("large cyst on left ovary"). The patient was treated with surgery (ablation, bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, vulvovaginal mycotic infection, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, abdominal pain upper, gastrointestinal disorder and insomnia outcome was unknown and the depression, anxiety, feeling abnormal, weight decreased, arthralgia and alopecia had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, insomnia, memory impairment, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in esure insertion date (B)(6) 2013 (as reported in pfs). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Findings consistent with bilateral tubal occlusion status post essure procedure. Ultrasound pelvis on (B)(6) 2016: bilateral essure coils. Small amount of free pelvic fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , depression, anxiety, migraines / headaches, dysmenorrhea, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: pelvic pain right side, left side, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, yeast infections, psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, neurological conditions or problems type: brain fog, memory impairment, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: white tracers in line of sight, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: stomach pain, bowel issues, joint pain, insomnia, hair loss and large cyst on left ovary. Essure indication and removal date were added. Patient date of birth, height and race were added. New reporter were added. Lab data, medical history, concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain right side, left side'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, uterine dilation and curettage and ovarian cystectomy. Concurrent conditions included weight normal, endometriosis, genital bleeding, dysfunctional uterine bleeding, gastritis and dermatofibroma. Concomitant products included ascorbic acid, citalopram and omeprazole (protonix). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), feeling abnormal ("neurological conditions or problems type: brain fog") and memory impairment ("memory impairment"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type: white tracers in line of sight"). In (B)(6) 2017, the patient experienced arthralgia ("joint pain") and insomnia ("insomnia"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary") and vulvovaginal mycotic infection ("yeast infections"). On an unknown date, the patient experienced ovarian cyst ("large cyst on left ovary"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and headache ("headache"). The patient was treated with surgery (ablation, bilateral salpingectomy and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, vulvovaginal mycotic infection, vaginal discharge, abdominal pain upper, insomnia, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown and the depression, anxiety, migraine, feeling abnormal, memory impairment, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight decreased, gastrointestinal disorder, arthralgia, alopecia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, insomnia, memory impairment, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in esure insertion date (B)(6) 2013 (as reported in pfs). Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Findings consistent with bilateral tubal occlusion status post essure procedure. Ultrasound pelvis - on (B)(6) 2016: bilateral essure coils. Small amount of free pelvic fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain , depression, anxiety, migraines / headaches, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: bladder problems, urinary problems, headache, vaginal infection were added. Outcome for events updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.